Event description:
The customer reported that during a neurological procedure the rotator on the hemostasis valve broke while power injecting. The customer does inject through the side port of the hemostasis valve, but does not exceed 1000 psi. The customer reported that this occurred multiple times but did not provide any further info. No harm or injury was reported. The customer reported 10 defective devices but did not provide any further info or clinical details for the add'l events. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed. Eval conclusions: other: a f/u report will be submitted when the eval has been completed.